Event description:
It was reported to manufacturer that the vns patient was not sensing normal stimulation of the device and it was believed to be due to normal battery depletion. The physician performed both normal and system diagnostic tests and after both tests the following message appeared: "programmed current possibly not being delivered". The physician did not move on to the results screen to view the entire test results and did not visualize that there was high lead impedance. The patient was referred for generator replacement surgery where it was revealed during intraoperative troubleshooting that the lead was problematic. The lead was subsequently explanted and a new device was re-implanted. The lead and generator were returned to manufacturer for analysis. The portion of the lead returned revealed no anomalies during the analysis. The explanted generator is pending the completion of the analysis, however, the analysis findings are not expected to reveal that the generator contributed to the reported event. Further follow up with the treating physician revealed that the patient also had an increase in seizure activity, relationship to pre-vns baseline not unknown, beginning about one month prior to surgery. Xrays are not available to review.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to death.